Event description:
A caller reported that the pump screen would not turn on. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to try various troubleshooting steps, including pressing the button firmly, ensuring the pump was not plugged into a power source, and attempting to charge the pump. However, the display did not turn on, and the pump was not responsive. Consequently, technical support arranged for a replacement pump and instructed the caller on the proper steps to store the malfunctioning pump and return it with a pre-paid label. The customer acknowledged understanding these instructions and planned to use multiple daily injections as a backup insulin delivery therapy until the new pump arrived.